Event description:
Complaint description: as the physician was performing a bladder biopsy, a small metal piece fell off the biopsy forceps and into the pt. The piece was successfully flushed from the bladder, the procedure was completed with the same device and there was no injury related to the occurrence.